Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit internal hosses had liquid inside. There were no reports of patient involvement.

Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3 corrected data:d8 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, during the evaluation an unrelated reportable malfunction occurred: the device failed to deliver co2 fluid out of the outlet due to debris inside the k-connector sensor causing blockage based on the results of the investigation, a definitive root cause could not be established for the observed malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.